Event description:
The pt experienced withdrawal symptoms (unspecified). The hcp attempted a cap study. The pt's catheter was replaced due to a possible occlusion, and the hcp noted black specks in the end of the catheter. The drug contained in the pt's pump was not reported.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is completed.